Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The interconnect cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that 9800 sys failed to boot up. After rebooting, sys functioned normally. Customer reported problems during boot up due to damaged interconnect cable. No pt injury reported.